Event description:
It was reported that the patient was presented to the hospital due to endocarditis. The patient pacemaker systems: one abandoned on the right side as well as the left side were explanted and the infection was unrelated to device implant. The patient had a epicardial lead placed on (B)(6) 2025, during valve surgery and a pacemaker implanted on (B)(6) 2025. The patient was stable with no complications.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.